Event description:
According to the reporter, the device loss the internal valve of the trocar. No patient injury has been noted.

Manufacturer narrative:
Evaluation summary; post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the circular seal was partially disengaged. The cannula and envelope seal appeared intact. Pmv performed functional testing; the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related conditions. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.